Event description:
Customer e-mail reports the event occurred (B)(6) 2012 during a laparoscopic supracervical hysterectomy. The device was holding the uterus for manipulation to visualize vessels, when the piece of black coating broke off. It was easily retrieved with a laparoscopic grasper and minimal delay of 1-2 minutes. The piece matched exactly to the missing coating on the instrument. No x-ray was taken. No pt injury at time of surgery. The surgeon reported on (B)(6) 2012 that he has seen the pt and there was no subsequent pt injury.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.